Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor glucose value was not accepted. The blood glucose reading was 26 mmol/l. The customer was treated with the insulin pump. The alarm occurred during warm up. The customer was advised to monitor the insulin pump and to call back if further assistance is needed.